Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values where the egv read 62 mg/dl and the bg was not checked. The patient experienced extreme weakness, confusion, disorientation, high anxiety, paranoia, and psychosis. The patient was unable to move and called 911. The bg was 32 mg/dl and the egv was reportedly still 62 mg/dl. The hypoglycemia was treated with carbohydrates. At the time of the report, the same day, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.